Event description:
A (B)(6) lb patient was on a 3502 table when the table tipped to the floor. The patient did not fall and no injuries were reported. The facility's staff brought the table back to level. The table top was slid all the way to the foot end of the table and the patient was reversed on it. Skytron's owner's manual indicates that if the patient is reversed with the table top slid all the way to the foot end of the table, the weight capacity is reduced to 300 pounds. Since the patient was over the weight capacity and reversed on the surgical table, this caused the table to tip. The owner's manual was sent to the facility for them to review table positioning and weight capacities. Skytron's distributor was informed of the incident and they will follow up with the facility to schedule an in-service.